Event description:
It was reported that the pump wake button and touch screen were unresponsive. During troubleshooting with technical support, customer reset pump to resolve the issue. There was no reported adverse impact to customer's blood glucose. Reportedly, customer resumed pump therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.